Event description:
It was reported that at a routine follow-up appointment, elevated shock impedance measurements were noted from the right ventricular (rv) lead. Provocative maneuvers were performed with no changes in impedance or elicited noise. Device data was forwarded to boston scientific technical services was contacted and it was determined that the shock impedance measurement was high and out-of-range at >125 ohms. It was recommended to increase the shock impedance alert setting and potentially perform a commanded 1.1j shock to evaluate system integrity. The physician elected to continue with close remote monitoring. At this time, the device remains implanted and no adverse patient effects were reported.